Event description:
It was reported the patient's blood glucose level rose greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge and leaking was observed. A new pod was successfully applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.